Manufacturer narrative:
The pusher was returned for analysis. There was no evidence of kinks or bends in pusher. The resistance tested within specification. The proximal knot-tie on the pusher was noted to be intact. The monofilament was noted to have blunt fracture with a mushroom cap appearance approximately 4mm proximal to the pinch section of the heater coil. One fluoroscopic image was provided for review; however, the image does not aid in confirming the reported coil detachment, and no real-time fluoroscopic images were provided. Based on the evaluation of the device and provided details, the complaint is unconfirmed. The reported complaint alleged that the coil detached in the microcatheter without use of the controller; however, the monofilament has evidence of thermal detachment.

Manufacturer narrative:
The lot number was provided. A lot history trending review was performed and there were no similar complaints for this lot number. The device has not yet been returned for evaluation. The investigation is currently underway.

Event description:
It was reported that during repositioning of an embolization coil, the coil unexpectedly detached in the microcatheter. Both segments of the coil were removed from the patient. There was no reported intervention or patient injury. The patient is reported to be well and in good health.